Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter, (B)(4).

Event description:
It was reported the patient was in the hospice hospital and there was not anybody to adjust the pump. The patient¿s wife noted that they could not give the patient total parenteral nutrition (tpn) and pain medication at the same time; that the patient was not getting any nutrition. The patient¿s wife stated that they were using the patient¿s ¿port to give medicine every two hours¿, and they needed somebody to adjust the amounts of medicine that the patient got so they could put a tpn bag on. The patient was an in-patient in the hospital and could not get home until his pain was managed. The medications used within the system were dilaudid, bupivacaine, and clonidine.